Event description:
It was reported that black foreign matter was found in the bd nexiva¿ closed IV catheter system tube after opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "after opened the package, the black foreign matter was found in the catheter tube."

Manufacturer narrative:
H.6. Investigation: bd received one opened unretracted 22 gauge nexiva unit from lot 0052669 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit for signs of black foreign matter (fm) but could not identify any pieces of foreign matter present inside the packaging or on the unit. However, based off the provided photos the engineer was able to identify black fm on the catheter tubing but could not determine what the fm was or its origin. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, since there was no fm found during inspection the engineer could not collect the fm for testing to determine what the fm was. Without knowing what the fm was a root cause or origin could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found in the bd nexiva¿ closed IV catheter system tube after opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "after opened the package, the black foreign matter was found in the catheter tube"